Event description:
Rn inserted IV catheter into patient. During clean-up, the rn inadvertently stuck self with needle. Upon inspection of the needle it was noted the safety device did not fully cover needle. No patient harm identified as a result. Employee referred to employee health due to exposure.